Manufacturer narrative:
During evaluation, the reported issue was not confirmed; however, the cord showed a pinhole and the cord was no longer water-tight. The visual examination found the following issues: the adhesive on the bending section cover was chipped; the control unit was scratched; the hand grip was scratched; the up/down plate was scratched; the right/left plate was scratched; the light guide connector was scratched; the light guide cover glass was scratched; the video connector case was scratched; and the video connector was scratched. Functional testing found that the image had white dots; this type of noise was caused by damage to the charge coupled unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction related to inspection for damage in section 3.3-inspection of the endoscope: "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope leaked at the universal cord. The device was returned to olympus for evaluation. During evaluation, the device's objective lens adhesive was peeling. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.